Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection find no anomalies which would relate to a gas leak or insufficient gas transfer performance. The gas pathway was swept with a gas. Fluid flew out of the outlet side of the gas pathway. This fluid was tested and found to contain protein, implying that a plasma leak had occurred. The actual sample was tested for the gas transfer performance by the circulation of bovine blood. Both o2 transfer and co2 removal in volume were confirmed to meet manufacturing specifications. A review of the perfusion record implied that the gas transfer had been hampered. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined, it is likely that the plasma leak hampered blood from having sufficient contact with o2 gas, resulting in the deterioration of the gas transfer performance. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: 3.5 hours after the initiation of the circulation, pco2 was increased up to 90mmhg; an increase of the gas flow up to 10l/min did not improve the situation; with fio2 100%, pao2 unstably stayed around 100 - 200mmhg; the device was changed out to a new oxygenator to complete the procedure; and the amount of blood loss is unknown.